Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as the material and lot numbers were unknown for this incident and samples were unavailable for return, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unspecified bd" pmcf-precisionglide/microlance-needle leaked on 10 occasions, caused an infection on 3 occasions, had a needlestick injury after use on 21 occasions, connectivity issues on 10 occasions, was clogged on 30 occasions, had foreign matter in fluid path on 410 occasions, had foreign matter in packaging on 115 occasions, open package on 30 occasions, a dull needle on 142 occasions, and a bent needle on 33 occasions. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported via survey response that the clinicians experienced leakage (10), bloodstream infection (blood stream bacteraemia, sepsis etc.) (3), needlestick injury before use on patient (2), needlestick injury after use on patient (21), syringe needle connectivity issue (10), needle clogged (30), foreign matter in fluid path (410), foreign matter in packaging (115), package open before use (30), needle dull (142), needle bent (33). Further information related to what leaked and from where: "the fluid in the syringe" "the leakage was from the packaging not correctly handled" further information related to leakage: equipment error damaged further information related to bloodstream infection (blood stream bacteraemia, sepsis etc.): bacteraemia resulted in patients clinically deteriorating requiring protracted antibiotic courses and prolonged hospital admissions. Further information related to needlestick injury after use on patient: too much pressure causing injury. Further information related to syringe needle connectivity issue: difficulty in administration. Further information related to needle clogged: damaged needle. Further information related to foreign matter in fluid path: unexplained matter. Further information related to foreign matter in packaging: unexplained matter.